Event description:
The patient experienced syncope/near syncope. The right atrial (ra) lead exhibited occasional under-sensing and/or blanking during atrial tachycardia/atrial fibrillation (at/af) events, not affecting device function or performance. Capture could not be confirmed on the right ventricular (rv) lead. The left ventricular (lv) lead exhibited chronically high impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).